Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient, through other company representative, reported "fissure". Patient late reported "there is no damage". Healthcare professional later, through distributor, reported "pain", "inflammation", "intracapsular rupture", capsular contracture baker grade iii, "lymph node with inflammatory appearance", "lymph node with silicone infiltration" and "fluid". This record is for the left side. The device remains implanted.